Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 5086mri58 lead (B)(6) 2013.

Event description:
It was reported that th patient's implantable pulse generator (ipg) was reprogrammed to adjust the pacing rates for dizziness and syncopal episodes. It was also reported that the patient has not had dizziness since then. The device remains in use. No further patient complications have been reported as a result of this event.